Manufacturer narrative:
Device UDI# is: (B)(4)..

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no display. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis info: one power pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Fuse f7 was found open and was replaced. The power pca passed operational check and defibrillator tests. The available information is consistent with a malfunction of the power pca. The cause was fuse f7 was open. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.